Event description:
The doctor conducted a photoselective vaporization of the prostate (pvp) procedure with a laserscope greenlight laser system on a patient with lower urinary tract symptoms due to benign prostatic hyperplasia. During the procedure, significant bleeding was encountered. The doctor was unable to control the bleeding with the laser and converted to a turp. The patient received blood transfusions intra-operatively.

Manufacturer narrative:
Follow up with the doctor found that a bleeder was suspected and attempts were made to find and cauterize. However, the origin could not be determined. A high flow olympus sheath was utilized and may have been too strong. Approximately 85% of the procedure was completed using the hps laser before the procedure was converted to a turp. The patient subsequently, required at least one unit of blood. Exact cause of bleeding was not determined. Patient was doing well post procedure. As of 2006, the doctor has done two subsequent hps procedures with prostates at least at 100 gms and has not experienced excessive bleeding in either case. Laserscope's operators manual, p/n 0010-0009, rev. A. States the following under section 4.4 potential complications and risks, pg. 22-24: "bleeding: patients may experience bleeding at the site of the laser therapy during or after laser therapy. Post-treatment hemoglobin and hematocrit are recommended to assess the severity of the bleeding." And, "the laser may not be effective for coagulation in massive hemorrhage situations. The surgeon must be prepared to control hemorrhages with strident alternative non-laser techniques. Such as ligature or electrocautery." There was no malfunction of the laser or fiber reported by the doctor. Laserscope believes this to be an unusual event. No corrective action is necessary. Note: laserscope's vp of application research was at the site and witnessed the procedure.